Event description:
Customer reported that the charging port was less responsive when plugged in and the rubber door on the charging port had fallen off. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance and inquiry, opted for renewal process for a new pump, and no further action was required.